Manufacturer narrative:
Patient weight not available for reporting. Date of non-union is not known. This report is for an unknown quantity of unknown 2.0mm screw. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with an unknown 2.0mm plate, an unknown quantity of unknown 2.0mm screws, and an unknown quantity of unknown 2.4mm screws on unknown date. It was noted on unknown date by unknown means that patient had a non-union. Patient was returned to surgery on (B)(6) 2017 where surgeon removed the plate and some of the screws. It is not known which screws were removed or which, if any, remain implanted. Hardware that was removed was easily removed and was intact. Surgeon implanted a new 2.4mm locking compression plate (lcp) and unknown quantity of 2.4mm screws. Surgery was completed successfully with no delay and no harm to patient. This report is for unknown quantity of unknown 2.0mm screw. This is report 2 of 3 for (B)(4).